Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. The reporter alleged error 5 only appears on meter when strips are drawing sample in and filling it completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.